Event description:
It was reported that a patient underwent a liver transplant procedure on an unknown date and suture was used. Doctor has observed that the sutures are breaking while using intra operatively. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> few minutes, was procedure successfully completed? --> yes, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> yes, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, were there any unexpected outcomes or complications resulting from the prolonged surgery time? No. How long, in minutes, did the surgery prolong? Around 5 min, no. Which tissue was being sutured when the event occurred? Liver transplant anastomosis was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Did the reported issue contribute to any patient adverse consequences? No. How many devices demonstrated the alleged deficiency? Pls clarify clearly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.